Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven days post implant of this bioprosthetic valve, a permanent pacemaker was implanted. The reason for pacemaker implant was due to atrial tachycardia, atrial fibrillation and atrial flutter. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.